Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the propofol drawer repeatedly locked. No recent update was performed, and the issue was mirrored to other or devices. To unlock the drawer, staff were required to manually type in each medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer kept locking. The field service engineer (fse) troubleshot the failure, powered down the station, and re-seated all cables, including the loose sensors. The station was then rebooted, and testing confirmed that the drawer was working properly. The fse performed additional testing in the hardware test application (hta), and the customer successfully tested the drawer by opening it. A proactive inspection process was also completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the propofol drawer repeatedly locked. No recent update was performed, and the issue was mirrored to other or devices. To unlock the drawer, staff were required to manually type in each medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.